Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink y-type blood/solution sets disconnected from the blood product which resulted in a leak. The spike of the set disconnected from the blood bag while hanging blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded due to the high contamination of blood on this sample; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.